Manufacturer narrative:
H.6 investigation summary: customer reported a molecular false positive. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention/returned samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use.

Event description:
It was reported that during qc testing with the bd bactec¿ standard anaerobic/f culture vials (plastic), molecular false positive results for c. Tropicalis were obtained. There was no patient involvement. The following information was provided by the initial reporter: "customer reported that media was tested, and they received positive identifications for c. Tropicalis. No sample had been added to media."

Event description:
It was reported that during qc testing with the bd bactec¿ standard anaerobic/f culture vials (plastic), molecular false positive results for c. Tropicalis were obtained. There was no patient involvement. The following information was provided by the initial reporter: "customer reported that media was tested, and they received positive identifications for c. Tropicalis. No sample had been added to media."

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.